Event description:
The crosssail balloon catheter was used to post-dilate a moderately tortuous, concentric, de novo, lesion that had no calcification and was 95% stenosed; however, it ruptured at 8 atm. A perforation occurred in the distal rca. Using the same crosssail, it was inflated to 5 atm at the distal in order to prevent flow and a stent was then deployed. Reportedly, the pt's condition is good.